Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer did not return an air dermatome device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated this air dermatome three times. The last repair was (B)(6) 2017 where it was reported that the device required preventative maintenance and the ball detent, head, control bar, thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring and poppet assembly were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. The account purchased a new device. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The account purchased a new device. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the device skipping which resulted in a poor quality skin graft cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the dermatome was skipping and resulted in poor quality skin graft. During left thigh complex closure, the split skin graft to the lateral thigh, status post gunshot wound left lower leg. The graft quality was poor. No additional consequences were reported as a result of this malfunction.